Manufacturer narrative:
Lot 16206060: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. According to the report, the proximal end of the trunk-ipsilateral leg component was deployed slightly distal to its intended position. Reportedly, the physician elected to leave the device and repositioning was not performed. Deployment of the ipsilateral leg was performed resulting in the unintentional coverage of the left internal iliac artery by the device. The procedure was concluded without any further adverse events being reported. Reportedly, the physician will continue to monitor the patient. The patient was reported to have tolerated the procedure.